Event description:
It was reported that (1) cdh29 was used during a lower anterior resection procedure. It was reported by the rep that the specimen was resected in the usual fashion. The cdh was positioned with the anvil half in the proximal bowel and the body of the instrument positioned in the distal bowel. The instrument was fired by the surgeon. The cdh29 was opened by two full turns of the adjusting knob. The instrument was removed. Upon inspection, it was found that there was only one donut, thought to be the distal. The surgeon said that he saw what he thought were a couple of unformed staples in the rectum. A hole was discovered in the rectum at the anastomotic site. There was evidently not enough rectal stump left to reanastamose the bowel to the rectum and a colostomy was performed.